Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red, bumpy, and itchy. There was no alleged device malfunction contributing to the irritation. The cardiologist recommending using corn starch and baby powder. Follow up indicated the irritation improved.